Manufacturer narrative:
(B)(4). Additional information received: band migration with upper gastric reservoir dilation.

Event description:
It was reported that the patient have received at least one port replacement and are in observation. There are no other details available at this time.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).: lot number #20127032 does not exist in our erp system , no device history record (DHR) review can be performed.